Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up mid (B)(4) 2018 noise was seen on the right ventricular (rv) lead. In addition, low ventricular pace impedance measurements were noted. A follow up was going to be done in four months. Subsequently the patent was seen end of (B)(6) 2018 once again due to fatigue. The patients rate was 50 beats per minute which was below the intrinsic rate. When the device was checked no capture was seen, and the pace impedance measurements were high but not out of range. An x-ray showed an rv lead fracture between the tip and ring electrode. A revision took place the next day and this rv lead was surgically abandoned. The device was also replaced. The system was replaced by a competitor system. No additional adverse patient effects were reported.